Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 7/22/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The plunger and pushrod were observed in advanced position. The pushrod was observed to have overridden the lens in the cartridge. Residues of viscoelastic material was observed on cartridge. The lens was also observed stuck in cartridge. The tip of the cartridge was observed deformed. The complaint issue reported stuck in cartridge and, tip deformed was verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Email address unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling but prior to insertion, there were cartridge issues. The lens was stuck in the cartridge and the tip was cracked/deformed. There was no patient contact and no intervention performed. No additional information was provided.